Event description:
It was reported the patient experienced a ¿sharp bolt/shock¿ down one leg when they walked past a police officer with their personal radio (walkie talkie). The shock was ¿extremely¿ uncomfortable. The patient turned the device off, then back on, and it was working ¿fine.¿ the patient still had sensation, but there was not a (B)(6) or greater symptom reduction. As the patient is a (B)(6), the patient was turning the device off when they walked past the main control and other colleagues with radios just in case they were to receive a shock again. The patient was awaiting a follow up appointment with their nurse. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).